Event description:
It was reported that during a da vinci surgical procedure, the large clip applier instrument did not articulate properly. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The large clip applier instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was not articulating properly due to the cable crimp slipped out of the grip pocket in the grip assembly. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the cable crimp slipped out the grip pocket could likely cause or contribute to an adverse event, if the malfunction were to recur.